Event description:
It was reported that bd alaris smartsite needle free valve the following information was received by the initial reporter with the following verbatim. After screwing the pre-filled syringe onto the needle-free connector, the solution cannot be administered by static push. Upon inspection, the pre-filled syringe appears undamaged. Replacing the needle-free connector allows for successful use. This situation occurs frequently.

Manufacturer narrative:
A 2000e china product was not available for investigation of (B)(4); however, the customer confirmed that the complaint sample was from lot 24075027. The feedback provided by the customer states that, " the solution cannot be administered by static push." Further information from the customer has stated that the connector channel was not fully opened during use, leading to the issue. The incident occurred during preparation for use with a needleless injection cap. The device connected to a bd 5ml pre-filled syringe using a luer-lock connector. No adverse effects were observed in the patient. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24075027 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature.